Event description:
The patient's mother reports that patient recently underwent pump revision and he was acting as if he "wasn't getting medication". The patient was very agitated and was throwing himself around. At other times, the patient is "extreme opposite". The patient has been noted to be very lethargic and not eating too much. The hcp reported that the patient was also experiencing spasms. Date of onset of symptoms was in 2006. Labs were ordered and the patient was admitted to the hospital. No treatment or device troubleshooting was reported.